Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary the product was returned to ethicon for evaluation. The product received revealed that it was received an open sample that pertained to product code nw2471. Upon visual assessment of the returned sample, it was noted that the needle was detached from the suture. The needle was examined, and the closure of the channel was as noted as expected. In addition, remnant suture was observed in the needle. The suture could not be dispensed since have begun with the process of degradation and the time of exposure of sutures to the environment could not be determined. The foil packets were visually inspected, and wrinkles and holes in the cavity were observed due to handling. Per the conditions of the returned sample, the functional test cannot be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that patient underwent wound closure on march 15, 2024, and suture was used. While opening the suture foil, the suture was found to be separated as detached from needle and thread in the swage. No fragments were generated. Procedure was completed successfully with no delay. There was no patient consequence. No further information is available.